Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the pump stopped/shut off right away as soon as the MRI started and would not restart on its own. It was noted that it finally got restarted a few hours later after it was reprogrammed. The patient reported a neuro appt. Followed by a pump refill and adjustment later in the day after the MRI and she could hardly walk or sit in the chair right when the pump had stopped; stated it gave a clear picture of how well the pump was helping with the spasticity. The patient also reported pain when the bumps/catches the pump on something and having to "tuck" the pump when bending without thinking.

Manufacturer narrative:
(B)(4).